Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Multiple medwatch reports have been submitted for this patient. Refer to manufacturer report # 1030489-2013-04953 for additional details.

Event description:
It was reported that patient underwent spinal surgery using rhbmp-2/acs but no further information was provided. Reportedly, the patient's "post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation."